Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. It was later reported by the customer that that the top plug where they usually charge the iabp was not working. The bottom plug does work however, and can now see the appropriate charging icon with the grey batteries both sides and charging emoji. The pump was returned to uc medical center of the rockies, loveland where it was sequestered for biomed. Customer has not requested service at this time. A supplemental report will be sent if additional information becomes available. H3 other text : not returned to manufacturer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported after a transport of a patient by the transport team, the cardiosave intra-aortic balloon pump (iabp) helium indicator went from full to a low helium alarm with only 2 disconnections when arrived to switch the patient over to the rescue pump. Also, the batteries were not fully charged. The customer was concerned there would not be enough helium and battery to make the transport, so they switched the patient onto another pump to complete the transport. There was no harm to patient.